Event description:
Our rep is reporting to us that during an open shoulder repair, the expressew gun was difficult to actuate; needle was sticking when the surgeon was attempting to deploy, which led to a portion of the distal tip of the needle to break off into the pt's joint space. The fragment was easily retrieved from the body, however, the procedure was concluded successfully without further issue or harm to the pt.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a f/u report.